Event description:
Additional information from the patient indicated that pt reported they stopped using their device about 6 months after they were implanted with it in 2005 because the leads weren't placed properly. Pt explained the leads were never attached to their spine and didn't provide proper stimulation. Pt stated they attempted to work with their doctor regarding the matter but it was never corrected. Pt stated they no longer have external equipment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that implant never once worked and the patient now had an implant on her right hip that she didn¿t use. It was noted that the healthcare professional didn¿t sew the leads in place because the scar tissue should adhere to it, but it didn¿t. No symptoms were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3998, lot# j0564099v, implanted: (B)(6), product type: lead.

Event description:
Information was received from a healthcare provider regarding a patient implanted for rsd/causalgia-complex regional pain syndrome. It was reported that the patient stated their device is not working. They also mentioned that their leads had shifted, and were never in the right place since implant. The patient was to have an MRI. No further complications or patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.